Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) , inc. On retained kit lot m123377 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m123377 and test base part number 190-430 / lot m123377. The lots met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m123377 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported two false positive results with the ID now covid-19 assay performed on (B)(6) 2020 and (B)(6)2020 on the same patient. Nasopharyngeal swabs were used and directly tested immediately after collection for both tests. This report is two(2) of two(2) and accounts for the event related to lot m123377 on (B)(6) 2020. Confirmation test from a sample gathered on (B)(6) 2020 generated a negative result using thermo-fisher real time rt-pcr (swab type and CT value not provided), and thereafter the patient returned to work. There was no patient impact as customer reported there was no death, serious injury, treatment impact or delay, and the outcome was reported as back to work. The customer stated the patient was asymptomatic for several days prior to the test on (B)(6) 2020. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.